Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: please clarify how the device ¿misfired". Did device not feed clips into the jaws? If it did feed clips, did it feed them sideways? Did clips not advance fully into the jaws? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? If other, please specify answer = the clips did not advance properly and when fired, it was empty and cute the vein. Please provide more details about statement ¿clip applier cut the vein¿. Was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? Answer = information not available to me. The batch/lot number v7023k for the msm20 was incorrect. Do you have the correct batch/lot numbers? Answer = this information was taken off of the instrument itself. Were there any patient consequences? If yes, please describe. Answer = information not available to me.

Event description:
It was reported that during an unknown procedure, there was a mis-fire of staple and the clip applier cut the vein. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the msm20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was cycled and in the next actuations, no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the lifter was found not assembly properly causing that the clips get jammed in the clip track not allowing the clips to advance causing the feeding failures. 16 clips were found inside clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.